Event description:
It was reported the video system center had an absent image. The issue occurred during installation. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h6 the device was returned to olympus for inspection, and the customer's complaint of no image or signal from the serial digital interface (sdi) during installation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that it is possible that sdi terminals were damaged by static electricity being charged. Thus, it is presumed that the failure phenomenon that there is no signaling output from the output terminal of sdi occurred. Replacing the circuit board had eliminated the problem. Olympus will continue to monitor field performance for this device.